Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump turned off on its own and, when restarted, continued to flicker off/on uncontrollably. To troubleshoot, the flow was restored using gravity, and the case was finished with no issues. This was discovered on (B)(6) 2023 during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. (1) unpackaged ar-6480 was returned for investigation. The returned device was visually inspected and noted normal signs of wear and tear. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was continuously running for 73 min and never turned off. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. A cause of the loud motor can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2017.